Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The neurosurgeon was performing a cervical laminectomy. C2 excision of cervical schwannoma with the use of a mayfield skull clamp and a brain lab arm attached to it. The patient was in the prone position with a cervical attachment and mayfield skull clamp in situ. Both surgeon and anaesthetist were confident that the clamp was fully secured and locked off. The skull clamp was in use approximately 4 hours when the clamp rotated and the patient slipped/fell otu of the skull clamp. The patient incurred a 2 inch laceration, caused by the pin slippage, located posteriorly on the frontal right hand side. The event led to an increase of surgery time of 1 hour. The surgery was completed by changing the skull clamp. No long term effects are anticipated as the patient is recovering - laceration healing.